Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: unknown.

Event description:
It was reported there was a double beep with cassette during testing. There was no patient involvement or injury.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found signs of fluid ingression. Functional testing found the problem was not able to be repeated during the investigation. Found signs of fluid ingression on downstream occlusion sensor which likely caused the issue. Replaced downstream sensor. The root cause of the reported issue was found to be user induced / fluid ingression on device. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: d4: model num: 6400. H4: device manufacturing date: 6/07/2017.